Event description:
It was reported during a remote follow up that the implantable cardioverter defibrillator exhibited oversensing due to noise. The device will continue to be monitored. There were no patient consequences.